Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: event reported in medwatch reports 2210968-2019-85146 and 2210968-2019-85147.

Event description:
It was reported that a patient underwent a parotidectomy and frenectomy procedure in (B)(6) 2019 and suture was used. During the procedure, the suture broke or split in two parts. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/03/2019. Additional h3: it was reported that the device had a breakage suture issue. One empty opened foil, a labeled winding former, one detached needle and a suture pieces were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. Also, remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The suture piece was examined and it has begun with degradation process and body fluids were found. The product code vr2289s contains an absorbable suture and as the sample were received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to condition of samples. In addition, the foil was examined, and no damages or defects were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample received, it could not be determined what may have caused the reported incident.